Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Reportedly, the device worked as intended and there was no device related issue. The reported patient effect of pulmonary thrombo-embolism as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the post procedure pulmonary embolism. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). One mitraclip xtr was successfully implanted reducing mr to grade 1. The mitraclip functioned as intended. There were no device malfunctions. After the procedure, the patient was extubated from the ventilator when her oxygen saturation was dropping. She was found to have a pulmonary embolism. She was re-intubated and the embolism was removed via bronchoscopy. No additional information was provided.